Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the actions/interventions that were taken to resolve the severe pain included the removal of the device. It was reported that the cause was unclear but possibly due to a fractured lead. No further information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had a fall in (B)(6) and really messed up an ankle and thought that¿s all they did, but now is having pain in their hip/lower back that started 2-3 months ago. It was stated to be unknown if the pain was related to the device, but it is in the implant location. The patient stated that they were having an MRI for the pain and they had been going to an orthopedic doctor. The patient stated they noticed the pain gradually over the last few months and it had gotten severe. The patient¿s healthcare provider put them on a steroid patch for 10 days to see if it helps the pain.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va16lg8, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-07-03 from the consumer reporting that the patient saw a urologist and it was determined through an x-ray that the lead was not in position and the implanted device was not working. It was reported that the cause was determined and the severe pain was much better a week after the device and leads were removed. It was stated that the patient believed when they fell, the device/leads were jarred out of position. Patient weight at the time of the event was reported to be (B)(6) lbs. No further complications were reported.